Event description:
It was reported that the item started shooting fire out of the end and the doctor wasn't pushing on the footpedal. Pt involved, but no adverse consequences.

Manufacturer narrative:
Additional info will be provided once investigation is completed.